Event description:
A customer reported a cartridge alarm 20 issue, which occurred during the load process. The customer's exact blood glucose impact is unknown, though the customer's son speculated it might have exceeded a certain level. There was no adverse impact on the customer's blood glucose level. To address the high blood glucose, the customer administered a correction injection using multiple daily injections (mdi). The issue had not been previously reported with this pump serial number, although there were alarms with consecutive cartridges. Technical support decided to replace the pump and advised the customer on how to proceed with the replacement, including instructions on putting the pump into storage mode and returning the malfunctioning pump. The customer was informed about the necessary steps upon receiving the replacement and acknowledged understanding of all instructions provided.